Event description:
Caller reported testing patient on the finger throughout the day with the freestyle meter and getting high readings. The customer was administered insulin based on these readings which resulted in a hypoglycemic seizure. The caller reported receiving a free style reading of 168 mg/dl compared to a ultra one touch meter reading of 114 mg/dl. The paramedics were called and they gave the patient soda and the pt responded.